Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were identified during the investigation. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 360 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (back), the pod's cannula was found slightly bent to the side. The mother stated that the pod took longer than usual to connect and multiple tries before the pod could prime. At 8:00am the bg level was 100 mg/dl and then took a bolus for breakfast with 2 units. The patient took another 1 unit totaling 3 units at 10:00 am but the bg level rose to 300 mg/dl. At 10:30 am the bg level rose to 360 mg/dl. As treatment, a manual injection of novalog with a syringe was injected and a new pod was applied.